Event description:
It was reported that during a routine follow up of this subcutaneous implantable cardioverter defibrillator (s-ICD) a battery depletion error appeared. The patient had the device interrogated six months ago which showed 90% battery and most recently the battery was at 86%. The physician booked the patient for a follow up in another six months and wanted a technical review of the battery depletion error code. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this case will be updated.